Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and after charging pump for an additional 30 minutes, pump battery charged. Customer's blood glucose (bg) was in the 400 mg/dl range; cause was not known. Customer changed the infusion set and a clinical diabetes specialist assisted the customer with delivering a bolus to address elevated bg. Pump system check with tandem technical support found the pump to be functioning properly. Upon follow up, customer reported bg lowered to 323 mg/dl.